Event description:
The user facility reported a 28-year-old female was being implanted with an impella cp device into the left heart chamber for mechanical circulatory support. Due to the position of the patient¿s aortic block interfering with the device motor, the impella cp was temporarily removed, and a mitral valve prolapse was performed. An attempt was made to re-implant the device without the use of a guidewire. However, the impella cp would not pass through the patient¿s vasculature. A new device was implanted, and post-operative course progressed well. The patient was successfully weaned from the impella cp.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.